Event description:
It was reported that on (B)(6) 2020 a celt 6f acd was placed in a patient's common femoral artery following a cardiac catheterization. Hemostasis was immediately achieved. On (B)(6) 2020 patient reported pain in the leg. Upon examination the patient had good distal pulses. Patient underwent a lower extremity angiogram and stenosis at the level of the celt implant was seen. On (B)(6) the patient was referred to surgery and underwent a surgical repair and patch angioplasty at which the celt implant was also removed. Patient recovered and was discharged the following day.